Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences when blood glucose was not low. Customer states sensor glucose was 55 and blood glucose was 100 mg/dl. Customer also reported that serter was not releasing sensor after second button press. Customer reported that during attempts to connect sensor with serter, neither the sensor nor needle were in serter. Customer was advised that serter would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.